Event description:
It was reported that while the surgeon was attempting to insert the implant into the patient's bone the implant fractured. A second implant was used without any problems. It was reported that there was no harm to the patient.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. Visual examination of the returned product/provided pictures identified the clear sleeve of the device was pushed back all the way against the handle upon receipt in our lab. The blue suture sleeve is the anchor is splitting, revealing the suture line underneath. The sleeve and the sutures remain on the tip of the nitinol pusher. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.